Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented to the emergency room for unrelated reasons. Upon interrogation, it was observed the atrial lead was failing to capture, sensing noise, and had intermittent under-sensing episodes. No intervention was completed. The patient was stable.